Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user reports over the last few weeks she has been unable to wear her device due to discomfort and lack of benefit and has had pain at the implant site since her device repositioning on (B)(6) 2026. She reports sound to be distorted when worn. The user also reports that she hears a "popping sound" when she turns her head without external equipment on. The user has been reimplanted. It was reported on the explantation form that the device was not functioning.